Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Two pieces of the tampon that came off and were still in my body - vagina [foreign body in reproductive tract]. Two pieces of the tampon that came off [device breakage]. Took it out and there were two pieces of the tampon that came off and were still in my body. [Complication of device removal]. Case description: consumer reported via phone that she took out tampon and two pieces of the tampon came off and were still in her body. No serious injury reported.